Event description:
It was reported via voluntary medwatch that this lead was explanted due to an infection. A new lead was successfully implanted. Aside from revision, no adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch received mw5156803. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.